Event description:
During a routine shift check by a clinician, the user received an unintended delivery of energy when pressing the shock button on the device. There was no patient involvement in the reported malfunction.